Event description:
The customer reported to olympus that evis exera iii video system center displayed a communication error (b40) during preparation for use for diagnostic colonoscopy. The procedure was completed using a similar device. There was no death, harm, or user injuries related to this event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be confirmed. It was noted the cover was dusty and the internal buffer needs to be reformatted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was stated that b40 is an error code indicative of cv-190 failure, but the source and location of the failure are unknown because the phenomenon was not reproduced. Olympus will continue to monitor field performance for this device.